Manufacturer narrative:
Date of event: the events occurred on an unknown date either in (B)(6) 2021. Manufacturer/compounder: baxter healthcare (B)(4). Literature article: coury, j. R., skaggs, k. F., marciano, g.f., pinyavat, t., naseef, m., roye, b. D., vitale, m.g. ¿intraoperative anaphylaxis to the bovine flowable gelatin matrix." Jbjs case connect. 2022 mar 3;12(1). Doi: 10.2106/jbjs.cc.21.00753. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a t2 to l3 posterior spinal instrumentation and fusion (psif), in which floseal was used. It was reported the floseal was injected into the pedicle screw tract and the patient experienced an anaphylactic reaction. The patient was given phenylephrine boluses, epinephrine boluses, albuterol administration, dexamethasone (12mg) and hydrocortisone (50 mg). It was further reported additional epinephrine was administered. The patient outcome was not reported. No additional information is available.